Event description:
Additional information: it was noted that the ptm was reading a date that had passed after a lightening storm.

Event description:
It was reported the patient¿s personal therapy manager (ptm) was reading the date, ¿(B)(6) 2013,¿ which had passed. The health care provider interrogated the pump and concluded the pump was functioning correctly. The ptm still delivered boluses. It was unknown why the date had changed. The patient had a future scheduled refill date, but that date was unknown. The patient said her ptm ¿randomly¿ reset the following day, and without her doing anything. It now had the correct refill date. There were no symptoms associated with this event. The pump medication was unknown.

Manufacturer narrative:
Product ID: 8835, serial# unknown, product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n203997, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient confirmed there was an additional occurrence of the event in (B)(6). [Refer to manufacturer's report #3004209178-2013-21767 for (B)(6) occurrence of ptm refill date issue]

Event description:
It was further reported that the patient had an electrical storm in (B)(6) 2013 and the refill date on the ptm was reset backward to her prior refill date. It was unclear if the patient was referring to the previously reported electrical storm, or if a second storm had occurred. The reporter noted the issue had since been corrected. The reporter was redirected to the patient's health care provider (hcp). The drug in the pump at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.